Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer order only the parts. As of this time root cause was not determined.

Event description:
The customer reported that the vela comp screen delaminated in bottom right corner, no touch screen available. As of this time, there was no information about patient involvement associated in this reported event.